Event description:
While requesting assistance on bypassing the initial drain a care giver reported air in the patient line. The home patient (hp) was connected at the time of the observed air. A technical service representative (tsr) assisted the care giver with ending therapy and instructed the care giver to restart therapy using new supplies. Upon follow up, nothing unusual was noted during troubleshooting for the observed air. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.